Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during an unknown procedure, the clips will not hold after placing. Another device was used to complete the case. No patient consequence.